Event description:
Bd maxzero trifuse with lipid filter and med line leaking at lipid filter. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). Waiting for their response.